Event description:
Information was received that reported a patient was hospitalized in 2006, due to hyperglycemia. The reporter states that her daughter's blood glucose has been running low during the night for the past month. The reporter states on the morning of enent day, her daughter was taken to the emergency room at approximately 11 a.m. States her blood sugar upon waking that morning was 270 mg/dl. It was discovered that the daughter had reset the time on the pump and had switched the am and pm incorrectly.

Manufacturer narrative:
Additional manufacturer narrative: customer has not returned the device to the manufacturer for device evaluation. The reporter discovered that the user had reset the clock on the device and had set the pump time to be off by 12 hours by flipping am and pm.